Manufacturer narrative:
Tech support has made several attempts contacting the customer for additional information, to resolve the issue, with no response. The product was installed in (B)(6)2011, therefore a manufacturing issue is not likely to cause the failure. Service records for this account were reviewed. No records related to this unit nor complaints were found. Should customer provide additional information natus will file a follow-up report as needed. No further investigation is possible.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue cozy led light output intensity was high when measured with their nb radiometer. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.